Event description:
I was coerced into receiving ect treatment while hospitalized during a mental health crisis. Ect has left me with significant memory and cognitive deficits, and increased difficulty in maintaining attentiveness and forming new memories. I was unable to return to my job after hospitalization and ect treatments. I discontinued ect before the end of my prescribed treatment course because of the severity of the memory and cognitive problems. Whoever sold to (B)(6). FDA safety report ID# (B)(4).